Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt developed a recurrence nine months after the implant of the bard flat mesh. During the repair and removal of the flat mesh, lysis of adhesions was performed. The pt was treated for a recurrence and adhesions, both of which are known adverse events listed in the IFU. A review of the manufacturing records was preformed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn.

Event description:
The initial attorney report alleged unspecified life threatening injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent repair of midline ventral hernia with a bard flat mesh. On (B)(6) 2003 - pt underwent repair of a recurrent ventral hernia with a non-bard mesh, lysis of adhesions and removal of the previously placed bard flat mesh.